Event description:
Customer experienced difficulty obtaining successful calibrations and received low sodium results for approx one week. She sent four pt samples to a sister lab on (B) (6) 2009 for repeat testing and provided the following pt result which is discrepant: initial results, (B) (6) 2009, 120 mmol per l, repeat 127 mmol per l. Lower result was reported, no treatment was received based on initial result and no reports of pt care being affected.

Manufacturer narrative:
The field service rep determined ise waste valve was not operating properly due to poor electrical connection and he adjusted connection to valve. The field service rep verified analyzer operation using system checks and performed calibration and controls which were within specification. On a subsequent visit, he found the peri-pump tubing was on backwards and corrected the tubing. Again to verify analyzer operation, he performed precision check, calibrations and controls.